Event description:
The hospital biomed reported the pump was involved in an overinfusion of heparin during clinical use. The pump was programmed to run at a rate of approximately 200 ml/hr and it infused at a rate of approximately 500 ml/hr. Numbers are just estimates, no actual rates per the hospital biomed. Follow-up with the risk manager at the account revealed the nurse felt the tubing was correctly loaded and the pump was programmed correctly but the nurse did witness the pump dripping at a normal pace and then seem to drip very rapidly and repeat this cycle. The risk manager noted following the overinfusion the patient had elevated ptt's but the patient returned to pre-incident status after just a few hours without medical intervention and no adverse outcome resulted.